Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was not reported. The patient was hospitalized and was treated with unspecified antibiotics (for 5 days) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.